Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this pacemaker was explanted due to a suspected product performance anomaly. Subsequently, a new device was implanted. Other than the intervention, no additional adverse patient effects were reported.